Event description:
It was reported by the customer that a pyxis medstation es system had drawer was not able to open, and it was stuck. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open due to broken drawer rails. The field service engineer was able to resolve the issue by replacing the rails. The system functioned as intended after the field service engineer troubleshooted the device.